Event description:
It was reported that the patient underwent a routine defibrillation threshold (dft) testing. The initial test was performed with the patient programmed in reverse polarity and a 65 joule shock delivery. During the induction, the patient was successfully induced the patient into ventricular fibrillation (vf), but the patient spontaneously converted on their own. This occurred again during the second induction attempt. Subsequently, a third induction was performed, successfully inducing vf, sustaining long enough for the device to detect and deliver a programmed 80 joule shock delivered in reverse polarity. The 80 joule shock delivered was unsuccessful in converting the vf, therefore, the patient had to be externally defibrillated. Ultimately, the physician ordered the shock polarity to be reprogrammed to standard, which provides an 80 joule shock. The recorded shock impedance measurement was 98 ohms. The sensing configuration is programmed in secondary. Subsequently, the physician has reviewed a prior chest x-ray and noted that the position seems reasonable, but potentially could raise the subxiphoid incision and place the device slightly more posterior. No additional intervention has been performed at this time. The device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient underwent a routine defibrillation threshold (dft) testing. The initial test was performed with the patient programmed in reverse polarity and a 65 joule shock delivery. During the induction, the patient was successfully induced the patient into ventricular fibrillation (vf), but the patient spontaneously converted on their own. This occurred again during the second induction attempt. Subsequently, a third induction was performed, successfully inducing vf, sustaining long enough for the device to detect and deliver a programmed 80 joule shock delivered in reverse polarity. The 80 joule shock delivered was unsuccessful in converting the vf, therefore, the patient had to be externally defibrillated. Ultimately, the physician ordered the shock polarity to be reprogrammed to standard, which provides an 80 joule shock. The recorded shock impedance measurement was 98 ohms. The sensing configuration is programmed in secondary. Subsequently, the physician has reviewed a prior chest x-ray and noted that the position seems reasonable, but potentially could raise the subxiphoid incision and place the device slightly more posterior. No additional intervention has been performed at this time. The device system remains in service. No adverse patient effects were reported. Additional information was received that this device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.